Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call reservoir piece was missing. Blood glucose was unknown. Troubleshooting was performed. Ring of the reservoir was able to lock in place when inserted into insulin pump but sometimes the customer used tape. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip. We were unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery test or displacement tests due to a completely broken reservoir tube lip. The pump had a missing reservoir tube o-ring.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring